Event description:
This case was reported by a consumer and described the occurrence of asthmatic attack in a male patient, who received polyethylene oxide + sodium carboxylmethylcellulose (poligrip 40s comfort strips) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included asthma. Concurrent medications included unspecified asthma medication(s). On an unknown date, the patient started polyethylene oxide + carboxylmethylcellulose (dental) as directed. On (B)(6) 2009, the patient experienced asthmatic attach. This case was assessed as medically serious by gsk. The dose of polyethylene oxide + sodium carboxylmethylcellulose was reduced. At the time of reporting, the outcome of the event was unknown. Poligrip comfort seal strip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).